Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector measuring 22.1cm was returned for analysis. External insulation abrasion was noted at 12.6-12.9cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 21.1-21.8cm from the connector pin. The etfe coating was intact at these locations.